Event description:
It was reported the patient is deceased and died three days post implant of the implantable cardioverter defibrillator (ICD). It was further reported that the patient had multiple episodes of syncope and there was an undersensing issue where ventricular tachycardia (vt) was occurring and the device aborted therapy. Additional information reported the pacing parameters were programmed ¿high¿ later on by the physician and they were on nominal settings until the morning of the patient death. The cause of death is unknown.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: 6947, lead implanted: unknown; 4076, lead implanted: unknown. (B)(4).

Manufacturer narrative:
Further review prompted a change in the device analysis results.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.